Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an venous closure of the right common femoral vein was attempted using a proglide device with a 6f sheath after a coronary interventional procedure. Reportedly, a cuff miss occurred. Manual venous compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as the device was returned in a pre-deployed position. A conclusive cause for the reported needle to cuff miss could not be determined as the returned device condition does not match the reported case information. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.